Manufacturer narrative:
Correction: b6 section: previous report need to mention about fluoroscopy test in b6 section.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the lead had dislodged while slitting the catheter. The dislodgement was confirmed through fluoroscopic imaging.the patient was in stable condition.